Event description:
It was reported that during insertion of the iab through an introducer sheath, blood was observed coming back into the iab. The assembly was removed and replaced. There were no pt complications.